Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported the drive support cap on his insulin pump is coming out. The issue started about three weeks ago while manual prime. It has been popping out more recently and he pushes it in. Customer pushes it in while connected, even though he knows he's not supposed to do that. Customer's last blood glucose was 240 mg/dl. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).